Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that cracks occurred at the connection between the extension tubing and the infusion fitting around 1 month after catheter placement. No other information was provided.

Event description:
It was reported that cracks occurred at the connection between the extension tubing and the infusion fitting around 1 month after catheter placement. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. A longitudinally aligned split was observed in the connector, extending from the orifice into the finger tabs. Microscopic inspection of the connector split revealed a sharply defined granular fracture surface. Luer thread deformation was observed. The thread deformation suggested that over-tightening of accessories onto the luer may have contributed to the observed connector crack; however, attempts to replicate the failure were unsuccessful, indicating that an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential additional contributing factors include environmental factors affecting the connector mechanical properties. A lot history review (lhr) of recq2087 showed no other similar product complaint(s) from this lot number.